Event description:
A freshly opened convenient tray containing the 10 ml syringes had a hair in the bottom of the container. Two of the syringes did not have attached needles. None of the (B)(4) syringes with needles contained in the convenient tray were used.